Manufacturer narrative:
Invacare contacted the technician for more details & he refused to give any further information or details relating to the alleged injury. No medical intervention was reported, and no further information provided. The technician stated that he contacted invacare (B)(4) for the needed part and was happy with that resolution. The bed rail manuals/instruction sheets were updated in august 2016. A statement was added alerting users that they need to check for missing end caps and replace if needed. A design change for the assist bars, assist rails and partial rails was implemented on october 26, 2017. The plastic end cap was replaced with a permanent steel cover, which is brazed onto the tube ends and buffed to create a smooth edge.

Event description:
The plastic insert at the bottom of an ihcsrlas assist rail is missing. The rail was being utilized on an ihcs7 electric bed located in a care facility. Due to the missing insert a patient sustained a cut. The facility technician that reported the event refused to supply any additional information or an additional contact name.